Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a blank screen and a crack along the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for display issues, and the customer reported that the battery compartment springs were corroded. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was performed for damage, and the customer reported damage to the battery tube side. The customer also reported that the functionality was affected. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
No blank display noted during testing. Pump passed the sleep current measurement, active current measurement, and self tests. No unexpected battery alarms anomaly noted during testing. Thus software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected battery alarms anomaly noted during testing and in further full review in the pump history. Pump was cut open to perform visual inspection found moisture damage on the electronics assembly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). In conclusion, no unexpected blank display noted during testing. However, found moisture damaged electronic assembly and cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.